Manufacturer narrative:
The event unit was not returned to applied medical. However, a photo of the dislodged component was provided. Visual inspection confirmed the complainant¿s experience of seal component separation, as the shield, a clear plastic internal component of the seal, had detached from the seal. Based on the description of the event, it is likely that the reported event was caused by an asymmetrical instrument being inserted or removed through the seal in a non-axial manner. The instructions for use states, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing¿.

Event description:
Procedure performed: subtotal gastrectomy. Event description: [translation] during a robotic surgery, a part of the trocar that they were moving came off and a piece fell inside the patient's abdomen. No one explains why it happened. Nothing has been forced and the team of professionals is used to making this kind of change happen. Information received from applied medical representative via email 23may23: no patient injury or illness occurred associated with the complaint event. The patient is ok. The event occurred on (B)(6) 2023. Name of procedure being performed is subtotal gastrectomy. The situation was resolved by removing the piece from the patient's abdomen with a grasping forceps. Without any difficulty. All pieces were retrieved from the patient. The customer does not know what instrument was being used at the time it came off, as they did not see it fall out at any time. It was found when checking the abdominal cavity. It is unknown what other instruments were used prior to the incident. No seal components were removed or cut in order to inspect the damaged component, only the part shown in the picture. Type of intervention: the situation was resolved by removing the piece from the patient's abdomen with a grasping forceps. Without any difficulty. Patient status: ok.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: subtotal gastrectomy. Event description: during a robotic surgery, a part of the trocar that they were moving came off and a piece fell inside the patient's abdomen. No one explains why it happened. Nothing has been forced and the team of professionals is used to making this kind of change happen. Information received from applied medical representative via email (B)(6) 2023: no patient injury or illness occurred associated with the complaint event. The patient is ok. The event occurred on (23. Name of procedure being performed is subtotal gastrectomy. The situation was resolved by removing the piece from the patient's abdomen with a grasping forceps. Without any difficulty. All pieces were retrieved from the patient. The customer does not know what instrument was being used at the time it came off, as they did not see it fall out at any time. It was found when checking the abdominal cavity. It is unknown what other instruments were used prior to the incident. No seal components were removed or cut in order to inspect the damaged component, only the part shown in the picture. Type of intervention: the situation was resolved by removing the piece from the patient's abdomen with a grasping forceps. Without any difficulty. Patient status: no patient injury or illness associated with the complaint event.